Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in february 2010 and performed to specification up to the 10th october 2014. Voltage fluctuation was observed at this time. The device failed a self-test on the (B)(4) 2010 and remained in fault mode until (B)(4) 2010. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the 23rd july 2014 and 11th june 2015. Voltage fluctuations were observed at this time. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Voltage fluctuations and self-test fails may be due to the pad-pak not being properly seated in the device, a partially depleted unit may have been installed or it may be due to failure of the battery terminal pogo-pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device was switching on automatically.